Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue during the second or third activation in a lobectomy. Additional resection was needed in order to remove the device from the pt. A new device was used to complete the procedure and there was not pt injury.